Event description:
It was reported that the customer received motor error alarms from his insulin pump during priming. The customer's blood glucose level was 153 mg/dl. Standard troubleshooting was performed. The insulin pump was able to complete the rewind sequence. Then the customer received a motor error alarm. The customer was advised to discontinue use of the insulin pump and revert to a back up plan. The product has been returned. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarmed a33 during the basic occlusion test due to protruded loose drive support disk. The insulin pump passed the displacement. No motor error alarm noted and the motor passed motor test. The insulin pump has cracked case at the display window corner, minor scratched lcd window, scratched reservoir tube window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.